Event description:
It was reported that an infusion of dexmedetomidine (concentration: 40mcg/ml; volume to be infused: 50ml) was seen running at "999ml/hr." The customer reported that it was unclear whether there was a "pump malfunction or a programming error." Although requested, the intended infusion rate was not provided. Due to the event, the patient reportedly had a "drop" in heart rate and blood pressure requiring the start of fluids and vasopressors. The patient's blood pressure and heart rate reportedly improved.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number#(B)(6) is a concomitant and this file has captured the correct suspect device with serial number#(B)(6) as per investigation report. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: medical device serial #, device manufacture date. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that an infusion of dexmedetomidine (concentration: 40mcg/ml; volume to be infused: 50ml) was seen running at "999ml/hr." The customer reported that it was unclear whether there was a "pump malfunction or a programming error." Although requested, the intended infusion rate was not provided. Due to the event, the patient reportedly had a "drop" in heart rate and blood pressure requiring the start of fluids and vasopressors. The patient's blood pressure and heart rate reportedly improved.